Event description:
Doctor reported mount fracture during implant placement. The implant had to be removed because it was not inserted. The procedure has been completed with another implant. Tooth#47.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided, age at time of the event unknown / not provided, patient weight unknown / not provided, expiration date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one imp, tsv,3.7,8, mtx, mg (tsvtb8) and mount were returned for investigation. Visual evaluation of the as returned products identified that the mount hex was fractured. Additionally, there was bone residue around the external threads of the implant due to usage. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted in the per was high bone density ¿ type I. The reported devices were being placed on tooth 47 (fdi) when the incident occurred. Device history record (DHR) review for the lot (1245927) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1245927) for similar events (keywords used: fracture: mount) and no other complaint was identified. Therefore, based on the available information, the reported malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.